Event description:
The manufacturer received information requesting overhaul / preventive maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the final check for errors test step during testing. This step checks the significant event log and compares it against a list of acceptable post-test error logs. Only errors that occur while the device is undergoing post-testing are considered. An error code related to the oxygen blending module was confirmed in the error log. Err_obm_air_flow_sensor_failed is potentially a failure of the oxygen blending module, which may affect oxygen concentration and may impact therapy. The device's oxygen blending module board was replaced to address the issue.